Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed after the intramedullary nail broke. The patient had been standing and felt a pop. Non-union was found during the surgery.

Manufacturer narrative:
The associated devices were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. Root cause for this issue remains unknown. A review of complaint history revealed that we have not had any previous complaints for this device/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.